Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter did not work. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and an early sensor expiration alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse. The reported event of a transmitter not working is reportable based on the finding of an early sensor expiration alert. No injury or medical intervention was reported.